Event description:
It was reported the external pulse generator (epg) was dropped and as a result was not sensing. It was returned to the manufacturer for repair and subsequently tested out of specification and is now reportable.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the battery drawer and the o-ring were contaminated.